Manufacturer narrative:
Product event summary - the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant, the device was interrogated in the box and a grey bar was present due to low battery voltage. The device was interrogated once again after being stored at room temperature for two days and the longevity bar was still grey. It was thought that the device had premature battery depletion. The device not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found.